Manufacturer narrative:
The reason for this revision surgery was to convert a hemi shoulder system to a reverse shoulder prosthesis (rsp) system as a result of glenoid wear. The length of time in-vivo is unknown since no original surgery date was provided or determined. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a part/lot number or any information identifying the date of the original surgery. Information was not provided that definitively identified a reason or root cause for the glenoid wear. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a hemi shoulder that had developed medial glenoid wear. The surgeon changed from a turon to a reverse shoulder prosthesis (rsp).